Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned and a specific root cause for this failure cannot be determined as this complaint is anecdotal in nature. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of a physician that during a conference wherein another physician presented about soltive, "one question that sprung up was long-term follow up of patients to rule out strictures etc." This presenting physician, "who trained in sweden and has lots of friends in europe" had also reportedly been "hearing about ureteral strictures. " additional information has been requested but no further information was obtained. The related patient identifiers are as follows: (B)(6) (soltive system 1/2). (B)(6) (unknown tfl single use fiber 1/2). (B)(6) (soltive system 2/2). (B)(6) (unknown tfl single use fiber 2/2). This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
Health effect - clinical code 4581 is used to code for ureteral stricture. The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.